Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty printed circuit board and the loose video socket connector could not be identified. However, it¿s likely the cause of the loose video socket connector is related to the lock function failing to work properly because of an attempt to pull out the video connector without pushing down the lock release lever of cv-190 could not be identified. The phenomenon related to the faulty video connector socket can be prevented by following the instructions for use which state: - the product should have an attached power cord. Using other power cords may damage the device or burn the power cord. The supplied power cord is for use with this product only. Do not use it with any other device. - do not touch the electrical contacts inside the connector with your hands. Otherwise, failure or malfunction of the device can result. - the device should be placed according to the method and environment recommended by the manufacturer of the equipment. Otherwise, the device may be damaged or malfunction. - once the power of this product and the surrounding equipment to be connected has been turned off reliably, the surrounding equipment should be connected. If the device is connected while the power is on, the device and surrounding equipment may fail or malfunction may occur. - make sure that the ventilation holes on both sides of the product are not blocked. Otherwise, cooling is not possible, and equipment failure or damage may occur. - this device should not be placed close to devices that generate powerful electromagnetic waves (e.g., microwave therapeutics, short-wave therapeutics, MRI, wireless devices, mobile phones). This product may fail. - peripheral devices should be connected within the capacity of an insulated transformer. If the capacity is exceeded, an additional insulated transformer shall be installed. Otherwise, the insulating transformer may fail or the peripheral devices may not operate. - do not touch the electrical contacts of the product's video connector receiver and scope cable with your hands. Damage may occur. ·regarding the precautions to be taken when releasing the video jacket, the instructions for use confirmed that there were the following: - hold the product with your hand so that it does not move. Pull out the video connector while pushing down the product's unlock lever. Olympus will continue to monitor field performance for this device.

Event description:
Field service engineer reported to olympus, the evis exera iii video system center automatically switched image between large and small screens, and intermittently lost image before restoring it. The issue was found during a therapeutic biliary procedure. The intended procedure was completed without delay and by using another similar device. There were no reports of patient or use harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation. The device evaluation also found that the video connector socket was loose and that the full screen image disappeared due to a faulty printed circuit board. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.